Event description:
The account alleged that the knee would not function and when he pressed hilow down the bed would raise. The account found corrosion at the testport. No injuries.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.